Event description:
It was observed during evaluation of the uretero-reno videoscope, a section of bending section was detached, and the bending section adhesive was chipped.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported failures could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.